Manufacturer narrative:
One opened 32g x 4mm pen needle sample was returned from lot. No. 6118874, cat. No. (B)(4). Visual examination was carried out on the returned sample and a broken non patient end of the cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd micro-fine insulin pen needle there was an issue with needle broken npe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro-fine¿ insulin pen needle there was an issue with needle broken npe.